Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The reported symptom lf10 (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom drain complication encountered was not confirmed. The reported symptom noisy was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed and completely without failures. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support a drain complication during drain 2 of 3. During troubleshooting, the patient confirmed all clamps were open and there was no kinks or bubbles in the lines. The patient rebooted the cycler and the cycler started making a grinding noise. Patient then received an air detected in the cassette message. Patient was advised to reset up with new supplies. Upon removing the cassette, the patient observed a fluid leak. Patient was advised to contact the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have any complications and there was no medical intervention. The liberty cycler was replaced.